Event description:
During pci, the stent dislodged from balloon during emergency cath requiring emergency CABG. The pt expired 6 days post catheterization. Pci was performed on this pt on an unk vessel. Pre-procedure medications are not known. Intra-procedure medications included nitroglycerine 50mg and heparin, 2500 units by IV. The lesion was ballooned at 4 atm, before attempting to deploy the cypher stent, which did not cross. The stent was removed and the lesion was ballooned three times at 8 atm and the stent was re-inserted. Acts were drawn but no results were given. Upon re-insertion of the cypher stent, it dislodged. A balloon was inserted distal to the un-deployed stent and inflated at 4 atm. Heparin 1000 units were also adminstered. The balloon was inflated three more times at 4 atm, 8atm and 12 atm. It was removed and another balloon was inserted. At this point, it appears that the left groin was prepared as an alternate access. No additional details are known from this point on.